Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device was monitored for two days. No charge/battery anomaly, unexpected low battery alarm or unexpected off no power alarm noted. No drive/motor anomaly or motor grinding noise anomaly noted. The motor was tested outside of the device and passed. All buttons function properly. No damage noted on the keypad traces. During visual inspection, the keypad connector on the lcd was found locked properly. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons harder to press of insulin pump. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had diminished battery life, no delivery alerts and made grinding noises during prime. The insulin pump will not be returned for analysis.